Event description:
Received info regarding air bubbles in luer lock. Customer's blood glucose level was impacted. The customer was able to remove the air bubbles during troubleshooting with tandem's customer technical support group.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.